Event description:
A malfunction was reported, identified by the code "malf 0." There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appears again.